Event description:
It was reported that during a donor laparoscopic nephrectomy, on the second firing of the device the reload failed to fire staples on one side. Significant bleeding occurred due to the transection. Stapler was fired a third time successfully. The bleeding was controlled and the vessel was closed. The pt is doing fine.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.